Manufacturer narrative:
The insulin pump had constant motor error alarm during rewind due to motor encoder signal out of phase. No unexpected reset alarm noted. Unable to perform the displacement test, basic occlusion test, occlusion test, prime test and the excessive no delivery test or test the low reservoir alarm. No reservoir alarm and empty reservoir alarm due to motor error alarm. The insulin pump had cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed a motor error alarm and multiple no delivery alarms during rewind process. Customer's blood glucose was 104 mg/dl. Customer reported he was wearing the device during an MRI scan. Customer was unable to clear the alarms. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.